Event description:
Reporter stated that the lancet protrudes beyond the softclix lancet device's end-cap, after firing. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).